Event description:
Initially, it was reported that the patient was undergoing explant. It was later reported that the patient had picked the top layer of skin back and the surgeon only closed the layer rather than explanting the device. It was reported that there was no signs of infection. No additional relevant information has been received to date.